Event description:
The event involved a chemoclave® vented bag spike. The customer reported that the device's air vent did not function and it could not infuse smoothly when used with a pp bottle of chemotherapy. There was no bleed back observed and there was no physical damage noted on the device. There was no delay in critical therapy and no harm reported. As received by the manufacturer, the returned device was inserted into a semi-rigid IV bottle chemotherapy. The side port filter showed evidence that the filter vent had been wetted out during use. This type of filter compromise can result in erratic flow and leakage. This report reflects the first of three reports.

Manufacturer narrative:
The following items were received from the customer for investigation: one used list #ch-14, chemoclave® vented bag spike; lot #unknown. One used500 ml bottle with etoposide and sodium chloride; lot #unknown. One used list #unknown, needle; lot #unknown. Etoposide and sodium chloride residuals were observed in the used device and the returned mating device. The used list #ch-14, chemoclave® vented bag spike was inserted into a collapsed semi-rigid infusion bottle of chemotherapy. There was evidence that the side port filter had wetted out during use. This kind of filter compromise can result in erratic flow and leakage. The filter vents did not have any visual holes, tears, or other damage that would have been related to assembly or manufacturing. The probable cause of the observed erratic filter vent performance (and the filter being wetted out) is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. A device history record review (DHR) could not be conducted because no lot number was identified.